Manufacturer narrative:
Correction: upon further review, it was noted that in the initial MDR section h6: medical device problem code 2524 was inadvertently not included; therefore, it is captured in this supplemental report. The following section has been updated accordingly: section h6: medical device problem code 2524- device advancement issue all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis synergy delivery system tip was disfigured and would not allow the intraocular lens (iol) to eject properly. There was no patient harm, a back up lens used for treatment. The surgery was extended by 7 minutes. The customer indicated the faulty product was discarded and cannot be returned. Reportedly, the patient has no issues post-operation. No further information was provided.